Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl- 63 mg/dl. The customer reported that the cause of the bg level was due to the correction amount of insulin was too high. The customer stated would contact their healthcare provider regarding the adjustment to the bolus correction. The customer treated with glucose tablets and consumed carbohydrates to address bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels could not be confirmed on (B)(6) 2017. Date was changed from (B)(6) 2016 to (B)(6) 2017 in the pump settings, so the date of (B)(6) 2017 could not be identified. Cartridge change was completed six minutes before date was adjusted. Basal rate was adjusted up to 4 u/hr from 0 u/hr for five minutes after the date adjustment. Basal rate increase for a short period of time could cause low bg levels. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.